Manufacturer narrative:
This is default text configured for block h10.

Event description:
They went to reconstitute the product, adapter a cap that is in there faulted and they were not able to utilize this product. /the vial adapter got bent [device issue], the diluent got leaked [device leakage] , no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of events device issue, device leakage and no adverse event in a patient from united states. The patient¿s age at the time of event experience was not reported. On 23-jun-2026, amneal pharmaceuticals received information from a pharmacist via a voicemail concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single-dose vials. Additional significant information (#1) was received on 24-jun-2026 from the pharmacist via a telephone call. New information included; reporter¿s address, product details, new event (device leakage) and case narrative was updated. The patient was treated with risperidone for extended-release injectable suspension, single-dose vials 37.5 milligram (ndc:(B)(4), lot number: ap260203 (carton), ap250446 (syringe), expiry date: 31-mar-2028 (carton), 20-sep-2028 (syringe), s/n: (B)(6). It was reported that, product had been dispensed to a patient and had it delivered to a medical clinic, and when they went to reconstitute the product, the adapt a cap contained within had faulted, and they were not able to utilize the product. On further follow-up, it was reported that a sealed medication box was received from a wholesaler on 18-jun-2026. On an unknown date in (B)(6) 2026, while about to reconstitute the syringe into the vial, it was observed that the vial adapter got bent and the diluent got leaked. Upon asking, it was confirmed that all instructions provided in the pi were followed. It was stated that the patient administered an alternative product, and it was also stated that the patient was fine. Last action taken with risperidone in relation to device issue, device leakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue, device leakage and no adverse event were unknown. The reporter did not provide the causality of events device issue, device leakage and no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.